Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid left anterior descending artery with moderate tortuosity and moderate calcification that was 90% stenosed. Pre-dilatation was performed with a non-abbott balloon catheter. A 3.5 x 23 mm xience prime stent was deployed at the target lesion when an edge dissection was observed. There were no other patient sequelae and no clinically significant delay in the procedure. No additional information was provided.